Event description:
It was reported that upon transfer of plasma to the pouched sterile syringe, the plasma pooled into the pouch instead of entering the sterile syringe. There was no procedural delay as additional product was on hand. It was not noted at that time how the event had occurred. The product and its packaging were discarded. A device history could not be performed because a lot number was not provided. A visional inspection of a retain showed no abnormalities with the sterile syringe or the pouch. A functional assessment of the retain showed that the pouched sterile syringe became loosened from its luer with minimal manual manipulation from the handler. The root cause for this failure mode could not be confirmed; however, it is hypothesized that the sterile syringe could have become loosened from its luer during user handling of the product. As a result of these findings it cannot be concluded whether or not there is a product problem associated with this event. Corrective action was not taken since it cannot be confirmed whether the failure happened during the manufacturing process or during user handling of the product.